Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and white calcification outer device leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, patient's concern with the product, hardening, pain, discomfort, lump.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to concern with the product, hardening, capsular contracture baker grade IV, pain, discomfort, and a lump device remains implanted.